Manufacturer narrative:
Correction: related manufacturer reference number should have been 1627487-2019-12132 rather than 1627487-2019-12039.

Event description:
Related manufacturer reference number should have been 1627487-2019-12132 rather than 1627487-2019-12039.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12031. Related manufacturer reference number: 1627487-2019-12033. Related manufacturer reference number: 1627487-2019-12035. Related manufacturer reference number: 1627487-2019-12036. Related manufacturer reference number: 1627487-2019-12037. Related manufacturer reference number: 1627487-2019-12039. It was reported infection was present at the ipg site and lead site. In turn, surgical intervention was undertaken wherein the entire dbs system was explanted. This addressed the issue.